Manufacturer narrative:
A field service rep evaluated the rover and found a piece of the manifold in the collection canister. The manifold is a non-sterile, single use only filter used for fluid suction. It is more likely that the manifold imploded rather than exploded. This would be due to suction build up and not caused by heat or flames. The investigation is pending and this report will be updated when the investigation is complete.

Event description:
It was reported that the manifold exploded during a case. The account knew no further info surrounding the event. The manifold was disposed of after the event and the lot number is not known. There were no adverse consequences reported.